Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device was able to be manually powered on and off via battery and ac power. However, the power button was activated, even when the button was not physically pressed. This was due to a shorting inside the on/off button which resulted in an electrical short across the button. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-g "turns on and off constantly and cannot perform its correct functions." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text : device not returned.

Event description:
The customer reported the rad-g "turns on and off constantly and cannot perform its correct functions." There was no patient impact or consequence reported.